Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: mustang 12.0 x 40, 75cm balloon catheter was return for analysis. The lot number is confirmed on the hub of the device. Rated burst pressure is 14 atmospheres. The device was attached to an inflation device and subjected to positive pressure, liquid was observed to be leaking from a balloon pinhole in the balloon material approximately 15mm proximal of the proximal edge of proximal markerband. An examination of the balloon material identified no other issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and non-calcified vessel. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and non-calcified vessel. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.